Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ¿having problem¿ and wanted to know if the warranty had expired. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump ¿having problem¿ was duplicated in the evaluation. The threads on the battery cap were stripped and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. The keypad cover was torn and peeling near the ¿ok¿ button. The contrast button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under the contrast and arrow button contacts. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues. A normal and an audio bolus were executed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.